Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called to report the passing of his wife. Caller stated that customer was complaining of joint pain, so they went to the hospital. The hospital treated customer with manual injections. The blood glucose readings were high three days prior to death. The hospital admitted the customer and she died during hospitalization. The last blood glucose reading prior to death was 510 mg/dl. Nothing further reported.